Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000094594

Event description:
Related manufacturer report numbers: 3006705815-2025-00476, 3006705815-2025-00477. It was reported that during the patient's revision on (B)(6) 2025 one of the leads were discovered to be fractured. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken, and that lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.